Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of a beeping mobile power unit (mpu) was unable to be confirmed. The mpu (serial: (B)(6) was not returned to abbott for testing. Log files were not submitted for review. Provided information indicated that the mpu started beeping when plugged in. Multiple attempts were made to obtain additional information from the customer regarding the event (including patient information, log files, the cause of the alarms, and product return details); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including mobile power unit alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient said they recently plugged in the mobile power unit (mpu) and it started beeping. The patient was going to keep the mpu sent in mar2025. The beeping mpu was received in nov2025 and the patient did not want it back.